Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the metal cap adhesion location exhibits burnt glue; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure, the first fiber was noted to have "fiber life exceeded" at 114,839 joules and 12 minutes of use. The fiber was exchanged; the second fiber was noted to have "fiber life exceeded" at 41:39 minutes and 412,625 joules of use. The procedure was completed with a third fiber. Patient outcome: no injury to the patient was reported.